Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted and that high thresholds were noted for the right atrial (ra) and right ventricular (rv) leads, and decreasing impedance was noted on the ra lead. It was noted that the inner insulation degradation was suspected on both leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.